Event description:
It was reported that cadd solis vip pump device alarms constantly when powered on, during testing. No patient involvement.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device in good condition as all was intact. There was no evidence of the reported problem recorded in the event history log; as this was not available. The customer reported problem was verified/duplicated. The device was found to be displaying an error code alarm message on power up during the investigation. A defective / faulty microprocessor unit board was found to be the cause of the reported problem. For corrective action, the microprocessor unit board was replaced. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review is not required. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: correction: d4: model number: 2120.